Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on the section of the gallbladder, the device's jaw was not able to close properly, causing the clips to not deploy. There were issues experienced with the loading or firing of the clips.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The instruments were received partially fired. Visual inspection of the instruments noted that one of the jaw legs were out of positions. The cams on the jaw legs were not aligned with the drivers. Functionally, the jaw legs were reset by aligning the cams with the drivers. The instruments were then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlocks engaged after all clips were dispensed to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.